Event description:
It was reported that, the patient contacted support after experiencing an occlusion alert on their ilet device. The agent explained that the alert indicated pressure within the system, potentially in the tubing or infusion set. The patient reported high blood glucose readings on the pump and was using an infusion set. The agent recommended changing the supplies to resolve the occlusion. After the patient replaced the supplies, the occlusion alert cleared, and the patient did not observe any irregularities with the infusion set upon removal. Blood glucose levels were affected, with the highest reported value exceeding 400 mg/dl; however, the duration of elevated glucose was unknown due to a temporary cgm disconnection. No back-up therapy, ketone testing, steroid use, professional medical intervention, or assistance was required, and no immediate health effects were reported. During a follow-up contact, it was reported that the patient¿s blood glucose levels were decreasing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.